Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-58, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient went to emergency room after a lead integrity alert (lia) had triggered. The right atrial (ra) lead exhibited low impedance readings. The ra lead remains in use. No patient complications have been reported as a result of this event.